Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the needle driver instrument (lot number: k10260226-0003) to perform failure analysis. Note: refer to medwatch report (MDR) with MFR report # 2955842-2026-33191 for MDR submission of the adverse event and malfunction related to the procedure being completed laparoscopically for reasons not specified.

Event description:
It was reported that during a da vinci-assisted single port (sp) myomectomy procedure, a needle driver instrument dropped a suture needle on three separate occasions. When the incident occurred, the needle driver instrument reportedly did not move as intended and felt heavy, and that the needle was rotating within the instrument jaws during suturing. After the instrument was removed from the patient¿s abdomen and inspected, a broken wire was observed. The primary myoma was sutured robotically; however, closure of a smaller myoma was completed laparoscopically for reasons not specified. Additional information has been requested; however, no response has been received.